Event description:
Name of procedure: pppd. Event description: [name] hospit. "The clip was not loaded." Product is available for return. Additional information was received via email on 29dec2025 from [name], amk regional sales manager. "The issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again, and it occurred about 3 to 4 times. The applied 5mm trocar was used. The clip did not seat into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaded clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuate as normal." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.